Event description:
I used fixodent & poligrip from 1974 to 2009 and will also use it until I die because this is the only way my teeth will stay in. I feel numbness and tingling in my hand and feet. I do have copper and a little high levels of zinc in my blood. Dose: denture cream. Frequency: 3 times a day. Route: oral and powdered. Dates of use: 1974 - 2009. Diagnosis: denture adhesive cream. Event abated after use stopped: no.